Event description:
Patient advised the spikes were bad and that was why she could not withdraw her remodulin dose yesterday. However, after she figured that out she changed it to another spike she had on hand and she was successful and was able to infuse her remodulin without any issues. No further information in known. Reported to (B)(6) by: patient/ caregiver.